Event description:
It was reported that during a laparoscopic cholecystectomy, the surgeon was able to squeeze the handle, two clips came out with each firing, not one. Another device was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual <(>&<)> fu nctional evaluation found no notable condition related to reported condition. It was reported that two clips came out with each firing, not one. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of malformed clip. The product analysis noted evidence that the device was not used as intended. This issue may occur when the instrument is fired with the distal end elevated. In this situation, the formed clip has the remote potential to fall back into the shaft. Therefore, this incident most likely occurred during test fire prior to clinical use. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.